Manufacturer narrative:
(B)(4). Trends suggest that the event reported is random and isolated on a general basis. The root cause for this event was operator error during set-up and prime of this procedure. No corrective and preventive actions by caridianbct qa will occur at this time. Trends are regularly monitored to determine appropriate corrective actions by mfg or engineering. The following risk mitigation have occurred at caridianbct to assist operators prime with the proper solutions; the acd-a spike color is different on all cobe spectra disposable tubing sets than the saline or replacement fluid spikes. In the mid 1990's, the acd-a spike was changed to orange for all cobe spectra products. The saline spike is white with tubing that is distinguished by a green stripe. In addition, there are five caution statements in the cobe spectra essentials guide, p/n (B)(4) informing operators to ensure that the lines are attached to the correct solutions. The essentials guide also contains a warning that while the spectra system has many safety features, a patient reaction can occur rapidly, so it is imperative that the operator continuously monitor the spectra system and the patient. Each procedural manual (cell therapy guide, therapeutic apheresis guide, and the platelet collection guide) provides individual instructions relating to proper spiking of the solution bags as the solutions required may change depending on the procedure selected.

Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. Saline and acd-a solutions were accidentally connected to the incorrect lines and the system was primed with acd-a instead of saline. The patient complained about chest pain and difficulty breathing at the beginning of the procedure. Their medical director was notified, who ordered them to start the calcium infusion again, which they had stopped when they paused the machine, and increase the delivery rate. A physician came to examine the patient. The patient recovered in about 15 minutes. After switching the solutions to the right lines, the procedure was continued with no further problems. The ECG taken did not show any cardiac changes. All following procedures were tolerated without any problems.